Event description:
The patient was implanted with an scs system including a surgical lead on (B)(6) 2010. It was reported that he was experiencing difficulty initiating stimulation and increasing the amplitude on several of his set programs. It was determined that his lead is exhibiting high impedance readings. Additional information received regarding this patient indicates that he was recently involved in an automobile accident and since that time he is reportedly receiving stimulation in his abdomen. Surgical intervention will be undertaken at a future date to resolve these issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.